Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08705 inches. No under delivery anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Blood glucose was 14 mmol/l. The customer treated insulin pump, but their blood glucose level would not decrease after delivering a large amount of insulin. Customer treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.